Event description:
It was reported that during the implant procedure, the lead's helix would not extend or retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and the lead was stretched. There was blood in/ on the helix mechanism, the stylet was stuck in the lead-distal coil and there was apparent explant damage.